Event description:
Surgeon reported a small wound burn during a cataract extraction procedure on a hyperopic patient. The wound was sealed with a single suture. The surgeon indicated that he felt there was a blockage in the phaco tip or inadequate irrigation but was not sure. The patient is expected to have a full recovery.

Manufacturer narrative:
Service not requested or conducted for this specific issue. Equipment is being operated by other surgeons at the clinic without any incidents. Amo clinical support specialist discussed machine settings with the surgeon.